Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of unspecified spike adapters have a connection issue and leak further described as ¿the saline bag doesn¿t fit on the CT (computerized tomography) injector spike kit appropriately. It comes loose from the spike and leaks all over the injector¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.